Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while resecting the stomach, there was poor staple formation and the reload was broken. Another reload was used but the surgeon was unable to press the green button and squeeze the handle ,hence the device did not fire. A third reload was used to complete the procedure. There was no patient injury.